Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent thrombosis); none (device not returned); no results available since no evaluation performed; (root cause of reported event is unknown). Conclusions: known inherent risk of procedure (stent thrombosis); unable to confirm complaint (device or procedural images not returned); (root cause of reported event is unknown); device not returning. (B)(4).

Event description:
The physician successfully deployed 2 resolute integrity drug-eluting stents to treat a lesion in the proximal lad with a great result. The target lesion exhibited moderate calcification and moderate tortuosity. There were no previously deployed stents at the site of treatment. The patient returned 6 days later with in-stent thrombosis. Patient was treated with additional resolute integrity stents. It was reported that the doctor felt this was a patient matter and not a product matter. It was also reported that it was possible that the patient may be resistant or have an allergy to the prescribed medication(s). No further patient complications were reported.